Event description:
Home patient (hp) reports multiple incidents of receiving a "reload set 163" alarm at the end of priming the homechoice cassette. The hp did not reload set. Instead, the hp replaced the cassette and respiked the same solution bags to complete their apd therapy. No pt injury or medical intervention reported per home pt.